Event description:
It was reported that the patient presented for a pacemaker implant. After the procedure, it was noted that the device was in backup vvi mode. The device was reset, and the patient was stable.